Manufacturer narrative:
One used cleo® 90 infusion set was returned for evaluation. Visual inspection found that the soft cannula separated from itself at approximately 1mm from where it extends out from the base. The remaining length of the cannula was not returned. There were no visual abnormalities in the wall thickness of the cannula and no defects in the device were found other than the missing cannula length. The crown of the site shows no signs of having any damage. The root cause of the issue was unable to be determined. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
It was reported that after an apomorphin perfusion with a cleo® 90 infusion set, a nurse removed the catheter but the cannula was not found. The cannula was not found at the injection site. The patient reported no pain. No patient injury was reported.